Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was within the expected ranges. Data for one level of control was provided and it recovered within range on (B)(6) 2022. Upon review of the alarm trace, no abnormalities were observed during the testing of the patient sample. (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-sars-cov-2 s assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in an anti-sars-cov-2 s value of < 0.400 u/ml (negative) accompanied by a data flag. The sample was repeated twice, resulting in values of 197.8 u/ml (positive) and 198.4 u/ml (positive). The anti-sars-cov-2 s reagent lot number was 57270701, with an expiration date of 30-apr-2022.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.